Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they received a compromised force sensor alarm. The customer insulin pump is in loop. Customer has reverted to multiples daily insulin. The customer was advised to contact healthcare provider a new pump.